Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Lot number 6581166 is the lot number for 389.151. The reported part number, 03.802.151, is the spindle assembly subcomponent of 389.151. The same lot number is etched on both the handle and the spindle. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The date of manufacture (release to warehouse date) is (B)(6) 2011. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using a mallet on a synfix trial, the trial holder sheared off leaving the tip of the driver stuck within the trial. After the incident, the trial handle could not long be secured to the trial in order to remove it. The surgeons were able to place hooks posterior to the trial and pulled it out. The reported event resulted in a 10 minute delay in surgery. The surgery was completed successfully and no fragments were left within the patient. The reported procedure was an initial surgery and there were no negative impact to the patient status reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) 8 degree 26mmx32mmx17mm synfix-lr trial implant (part 03.802.002, lot 2669665, manufactured december 2010) and one (1) spindle assembly (part 03.802.151, lot 6581166, manufactured april 2011) were returned with a complaint stating that tip of the spindle sheared off and was stuck within the trial during surgery. The complaint was able to be confirmed at customer quality as the spindle was returned with a portion of the threaded tip broken off. The broken piece could be found lodged in the returned trial implant. Replication of the complaint is not applicable as the devices were returned broken. The returned trial spacer displays scratches primary along the top and medial/lateral sides of the device that are consistent with wear from normal use. The spacer is considered a concomitant device that shows no evidence of contributing to the complaint condition. A visual inspection, complaint history review, functional test, drawing review, and risk assessment review were performed on the spindle assembly as part of this investigation. No definitive root cause was able to be determined with the given details. The failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. Per the technique guide, the spindle assembly (03.802.151) is a subcomponent of the trial spacer handle (389.151) that is utilized within the synfix system which provides instruments and implants for zero profile stand-alone anterior lumbar interbody fusion (alif) procedures; the trial spacer handle is specifically utilized for implant sizing. A trial spacer handle is threaded into a synfix trial and inserted into the disc space with controlled and light hammering. No definitive root cause was able to be determined with the given details. The failure mode is typically associated with impaction when the spindle is not fully threaded into the trial and/or off-axis loading. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: synfix trial implant (part 03.802.002, lot 2669665, quantity (B)(4)).